Event description:
It was reported that the patient is deceased and died three days post implant. Additional information obtained indicated the patient had been discharged following implant and returned to the hospital with a cardiac tamponade. A pericardiocentesis was performed removing 150 cc of fluid and repeated removing an additional 400cc of fluid. The patient later coded, resuscitation efforts were initiated and the patient was stabilized. The patient was taken to the operating room to repair a perforation to the atrium, however, the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.